Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge prior to calling tandem technical support (cts). During troubleshooting with cts, customer changed the cartridge once again to resolve the issue. Customer¿s blood glucose ranged from 129-130 mg/dl.